Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch. No button error alarm during testing. No unlocked j2 or lcd keypad connector. Device passed self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Customer stated the keypad was very hard to push. Customer stated troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.